Manufacturer narrative:
The investigation was completed. Investigation summary: renal failure/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B3: updated date of event. Date of event was correctly reported on the initial, however, inadvertently corrected on smdr 1 and did not need a correction. Smdr 2 has corrected the date back to the initial date of 2-4-2026. D4. Catalog number updated.

Manufacturer narrative:
This is one of two related reports. This report represents the pump and another report was submitted to represent the introducer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and d4 (primary UDI number). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name and serial number have been updated.

Manufacturer narrative:
B3: updated the date of event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was to be placed via the femoral artery for the 34 year old female patient who had been admitted in with cardiomyopathy and cardiogenic shock, presenting in scai stage e shock. The pump supported for 4 days and was then weaned and explanted. During the pump support there was an observation made of a renal infarct. The renal harm and causal relationship to the pump could not be assessed by the physician as the team stated the renal harm could have been due to either the pump or the ECMO circuit. The renal harm will be conservatively reported despite a clear relationship and causality.